Event description:
It was reported that the coil malpositioned. An 8mm x 20cm embold fibered detachable coil system was selected for use in an aneurysm bleed. The pseudoaneurysm was off the common hepatic artery. This was the sixth coil of the procedure. The physician did not like how the coil was coming out of the catheter, so an attempt was made to retrieve the coil into the catheter, but the coil stretched. There was no attempt to deliver the coil, but the coil detached in the catheter; the proximal release perforation was not broken. The coil was in the intended common hepatic artery, but when the coil stretched, it ended up moving into the celiac artery with the stretched portion extending into the aorta. No portion of the coil remained in the target location. No patient complications were reported. It was further reported that the coil stretched when they tried to pull it back into the sheath, and the coil eventually broke.

Event description:
It was reported that the coil malpositioned. An 8mm x 20cm embold fibered detachable coil system was selected for use in an aneurysm bleed. The pseudoaneurysm was off the common hepatic artery. This was the sixth coil of the procedure. The physician did not like how the coil was coming out of the catheter, so an attempt was made to retrieve the coil into the catheter, but the coil stretched. There was no attempt to deliver the coil, but the coil detached in the catheter; the proximal release perforation was not broken. The coil was in the intended common hepatic artery, but when the coil stretched, it ended up moving into the celiac artery with the stretched portion extending into the aorta. No portion of the coil remained in the target location. No patient complications were reported.